Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve would not allow the dilator to advance. The dilator was unable to be advanced into the vizigo sheath because the "white part" inside the sheath would not allow them to advance the dilator all the way into the sheath. The sheath was replaced, and the issue resolved. No adverse patient consequence was reported. Additional information was received on 09-mar-2022. The biosense webster inc. (Bwi) representative does not have information on whether a section broke/separated. It was reported that something was blocking the dilator from advancing in the sheath. It is believed that the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath had not been introduced into the body yet. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. No blood return was observed. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction. The resistance with sheath was assessed as not MDR reportable.

Manufacturer narrative:
The device evaluation was completed on 19-apr-2022. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve would not allow the dilator to advance. The dilator was unable to be advanced into the vizigo sheath because the "white part" inside the sheath would not allow them to advance the dilator all the way into the sheath. The sheath was replaced, and the issue resolved. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed a kink on the vizigo¿ shaft. Then, the distal sheath end was closed off with an adapter, the proximal end was connected to the pressure gage and a syringe was connected to the gage. After that, negative pressure was applied there were no air leaks or bubbles. The test was repeated with positive pressure and no air leak or bubbles were detected. A dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator¿s outer diameter was measured, and dimensions were found within specifications. A device history record (DHR) was performed for the finished device 50000075 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate this issue. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the hemostatic valve separation. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the resistance with sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).